Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient suspected the device had migrated. On (B)(6), 2015, the patient underwent revision surgery to reposition the device. Subsequently, the device was explanted during the same procedure as it was reported the device "fell apart". The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 14, 2016.